Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual examination of the instrument noted no abnormalities. Functional evaluation noted that the jaw operated properly upon actuation of the handle but failed a grasping test. The jaw was loose when the handle was compressed. The instrument was energized at full power for one minute and registered a mechanical fault. The device was disassembled and damage to the probe housing grove was observed. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications due to the damaged probe housing groove. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Replication of the damage to the probe housing groove is consistent with excessive material or an obstruction being compressed in the jaws as the trigger is connected to the groove and the jaws are closed. Any damage to the groove interface will result in the handle bottoming out and the jaws not closing completely. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and amended as needed. (B)(4).

Manufacturer narrative:
Manufacture reference number: (B)(4).

Event description:
According to the reporter, during a donor nephrectomy, the device would not activate and the tissue would not dissect. Another was used to correct the condition. No other adverse events were reported.